Event description:
Medwatch complaint received reports: "this rn attempted to pull out edc. Upon slowly pulling out edc, the edc "snapped", and less than 1 inch of catheter came out of patients arm. The remaining catheter (approx. 3 inches) remained in patients arm - edc was placed in patient's left lower anterior forearm. Md team notified and came to bedside. Pt denies any pain/discomfort. Md team obtained xray and vascular consult. Edc site circled with permanent marker."

Manufacturer narrative:
(B)(4).

Event description:
Medwatch complaint received reports: "this rn attempted to pull out edc. Upon slowly pulling out edc, the edc "snapped", and less than 1 inch of catheter came out of patients arm. The remaining catheter (approx. 3 inches) remained in patients arm - edc was placed in patient's left lower anterior forearm. Md team notified and came to bedside. Pt denies any pain/discomfort. Md team obtained xray and vascular consult. Edc site circled with permanent marker."

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.